Manufacturer narrative:
Further information requested but not received.

Event description:
New information received noted that the patient's implantable cardioverter-defibrillator was re-programmed. Additional non-sustained right ventricular oversensing episodes were observed (B)(6) 2021. There were no interventions. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No interventions or patient consequences reported.